Event description:
Three patients with discrepant glucose, bicarbonate or phosphorus results. Female. Initial bicarbonate result 0 mmol/l, repeat 26 mmol/l. Initial results were not reported. The field service representative determined a misaligned sample probe to be the cause and realigned the probe. Verified operation of analyzer by running instrument.

Event description:
Three patients with discrepant glucose, bicarbonate or phosphorus results. Male. Initial phosphorus result 0.1 mmol/l, repeat 5.1 mmol/l. Initial results were not reported. The field service representative determined a misaligned sample probe to be the cause and realigned the probe. Verified operation of analyzer by running instrument.

Event description:
Three patients with discrepant glucose, bicarbonate or phosphorus results. Female initial glucose result 0 mg/dl, repeat 110 mg/dl. Initial results were not reported. The field service representative determined a misaligned sample probe to be the cause and realigned the probe. Verified operation of analyzer by running instrument.